Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male patient contacted zoll customer support to report an open sore under the back left therapy electrode of the patient's lifevest. The nurse reports that the open sore is likely caused by the patient's inability to get out of bed without assistance. Zoll customer support suggested using cornstarch on the effected area and have the patient sit for some of the day to relieve the pressure on the effected area. Support also suggested removing the system for an hour per day to allow the area to heal. A fax from the patient's doctor indicates the patient no longer needs the lifevest. No additional info available.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.